Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Approx (B)(4) units of this code bath were manufactured and distributed in the market, there are no units in stock. Received 3 unopened pouches. The first pack is sealed to second pack in the fourth sealing. This is due to an accidental effect in the welding machine and this unit was not sorted out by the personnel involved in this process final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported the one suture package as sealed to another suture package. When pulled apart it opened one of the sutures making it unsterile and unusable.